Event description:
It was reported that (B)(6) old "skinny" female patient was admitted to the hospital through the ed (emergency department) on (B)(6) 2014 with discomfort and redness at the site of her femoral puncture post coronary diagnostic catheterization from one week+ earlier. Cultures were taken which were negative for infection. IV antibiotic was given prophylactically. Between (B)(6) 2014 the size of the redness and irritated area increased from approximately 4 cm to 8 cm in diameter with continued discomfort. There was no discharge or seroma noted. The patient was afebrile throughout the treatment without an elevated white count. An ultrasound was performed shortly after the patient's admission which showed a slight hematoma (smaller than 6 cm). A follow up CT scan of the affected area was performed over the weekend which showed superficial cellulitis, but no gross abnormalities. The patient continued to be observed in the hospital. It was noted that the patient's hospitalization was mynx related and the discharge date was not provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.